Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error was confirmed during log review but was not reproduced during laboratory testing. A probable cause for the reported issue can be attributed to a defective power supply board. The event date reported was 28 april 2025. The event time was not reported. Upon powering on the suspect pcu in the ¿as-received¿ condition, the power on self-test (post) displayed error code 600.6840 (ci board connection failed). No other issues or anomalies were observed in this instance. Subsequently, the pcu was power cycled twenty (20) times while connected to an ac outlet to check for any errors or alarms, no error was observed, then the pcu was disconnected and power cycled again twenty (20) times. A basic infusion at a rate of 100 ml/hr with a duration of 24 hours was programmed, no errors or malfunctions were observed, and the infusion completed successfully. The battery conditioning tested the power supply circuitry of the suspect pcu and the condition of the battery. After 12 hours it was completed successfully with no alarms or errors observed. A total of sixteen (16) records of error codes were observed from 11 june 2024 to 28 april 2025. On 19 april 2025 an error code 121.2070 (power supply processor failed) was observed five (5) times; at 2:54:22 pm, 2:54:24 pm, 2:54:48 pm, 2:55:19 pm and 2:56:35 pm. The error code 133.6090 (main speaker failed) was observed three (3) times; at 2:54:45 pm, 2:55:15 pm and 2:56:32 pm. On 28 april 2025 an error code 133.6090 (main speaker failed) at 12:53:36 pm and an error code 121.2070 (supply board failed) at 12:53:39 pm. There was no patient involvement. The bd alaris user manual v12.3.1 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.